Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 73 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer experienced symptoms such as chest pains. The customer was wearing the insulin pump during the incident. The customer was waking up with lows. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.